Manufacturer narrative:
Additional review indicates this information was already reported in manufacturer¿s report #2649622-2021-06458. Any additional information regarding the event will be submitted as a supplemental submission to that report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3387-28, lot#: unknown, implanted: (B)(6) 2021, product type: lead. Product ID: 3708640, serial#: unknown, implanted: (B)(6) 2021, product type: extension. Other relevant device(s) are: product ID: 3387-28, serial/lot #: unknown. Product ID: 3708640, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that contact 11 on left lead was out of range. Ins and extensions were being implanted today when contact 11 was showing >40 ,000 ohms. It was reported from caller that rep at case had checked the lead with alligator clip and twist-lock which did no show issue with left lead (stn) contact 11 but with extension #1 and ins were connected to lead tested impedances and contact 11 was showing >40,000 ohms. Extension was removed and reinserted and wiped down multiple times with no change to impedances. 2 more extension were tried as they kept seeing the same thing. They even tried switching ports to see if issue was in the ins but contact 11 impedance followed the extension and lead. Rep was reporting at this point that impedances came down to 15,000 ohms. Rep in the or ran stimulation for a 3 min and retested impedances again. Impedance came down to 12,000 ohms. But surgeon was wanting to close that side so they couldn't run stim long enough. Per rep calling in, contact 11 will most likely not be used and felt like impedances could be temporary thing and to retest when patient is settled after surgery. Rep in case stated that everything for left lead was in normal range. Impedances for right lead(gpi) was reported as being contact 2 at 2146 ohms which caller told rep in case to not be concerned at this point. Everything was under 2500 for bipolars. The issue was not resolved through troubleshooting.